Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It should be noted that the armada 18 instruction for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. The rated burst pressure for this device is 14 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right lower extremity. A 4.0x120mm armada 18 balloon catheter was prepped outside the anatomy prior to use. The balloon ruptured at 16 atmospheres during the first inflation. The procedure was successfully completed with a new 4.0x120mmarmada 18 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.